Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the required test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The thump software was unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, found moisture damage on electronic assemblies and force sensor. The p-cap locks properly into the reservoir compartment. Unit also received with cracked keypad overlay, stained keypad overlay, cracked case, scratched case and cracked case-corner of belt clip rails. In conclusion, critical pump error (open book image) alarm confirmed due to moisture damage on electronic assemblies. Unable to confirm pump error 35 due to critical pump error (open book image) alarm. Unable to download history files and traces due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a broken force sensor that was detected during seating or regular delivery (critical pump error 35). Troubleshooting was performed, and an insulin pump performed safety checks and errors and found that the pump had an open book image. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.